Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The patient received a low blood glucose alert upon passing the low alert setting threshold. The patient made a treatment decision based off cgm reading of 2.9 mmol/l and consumed crackers and drank a soft drink. The reading continued to decrease, and the user consumed white granule sugar then called 911 emergency phone number. The emergency medical team arrived about 30 minutes later and took the user¿s blood glucose reading of 5.1 mmol/l. One hour later the user¿s blood glucose read 7 mmol/l and matched the cgm reading. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.